Event description:
It was reported by the patient that they experienced chest pain. It was further reported that they were concerned about the battery of their implantable pulse generator (ipg). The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.